Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement procedure (manufacturer reference number: 3006705815-2021-06578), the physician discovered the outer coating of the lead was no longer present. The physician placed tubing around the lead to secure it. Diagnostic testing confirmed normal impedances and appropriate stimulation coverage was obtained.